Event description:
It was reported that pericardial effusion occurred. The patient underwent a left atrial appendage closure (laac) procedure. A 27mm watchman ® laa closure device was deployed; however, position was too proximal and compression was inadequate so the device was recaptured and removed. A 30mm watchman ® laa closure device was then deployed. Three partial recaptures were required as initial positioning was too distal. The final position was suitable and the 30mm watchman ® laa closure device was implanted. The patient was discharged from the hospital the following day with no issues. A week later, the patient presented to the same hospital with chest pain. A tte (transthoracic echocardiogram) was performed and results were normal. The patient was found to have mild chest consolidation indicating possible illness. The pain began subsiding, so patient was discharged. Nine days later, the patient presented to a different hospital with chest pain. Another tte was performed and a small pericardial effusion was noticed in the region of the right atrium. The tte was sent to the implanting physician and the patient was transferred to a different hospital to be managed by the implanting physician. A CT scan was performed, but did not find any device impingement on surrounding cardiac structures. The patient's chest pain has again since subsided and he again feels well. The patient remains hospitalized until a definitive diagnosis can be made and remains on aspirin and plavix.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).